Manufacturer narrative:
Death date of the initial medwatch report should be "(B)(6) 2019".

Event description:
The customer contacted physio-control to report that they were able to deliver several shocks to a (B)(6) male who was in cardiac arrest. The user attempted to print the code summary and the device shut itself off. The crew retrieved a backup device and continued treating the patient. There was an approximate delay of one minute. The patient was transported to a local hospital where he later expired. The customer is unsure if the reported event caused or contributed to the patient's outcome. The customer has stated that no further details about the patient are available.

Manufacturer narrative:
Physio-control evaluated the customer¿s device and verified the reported issue. Physio-control performed a voltage drop test on the device which indicated that the cause of the reported issue was worn battery pins. Physio-control then replaced the device¿s battery pins and completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio-control downloaded the electronic records from the event and observed that the patient had been successfully shocked two (2) times just prior to medical personnel attempting to print a code-summary. Physio observed that when the code-summary button was pressed that the device unexpectedly cycled power (power off, then on) by itself. The delay from power off to power on was approximately eleven (11) seconds. Medical personnel then used the device to successfully shock the patient another two (2) times after power was restored. Using the new information available, physio-control performed a second clinical review of the reported event and concluded that the device use did not contribute to the patient¿s outcome because defibrillation was delayed by less than a minute, and on-going CPR had been performed. Through analysis of the electronic patient record from the event, physio-control determined that the eleven (11) second power cycle occurred while medical personnel were actively performing chest compressions, and that when power was restored they were still performing compressions. Medical personnel then used the device to deliver two (2) successful shocks to the patient, so there was no delay in providing therapy to the patient during the event. As a result of this updated clinical review, adverse event/product problem, has been updated to: product problem. As a result of this updated clinical review, type of reportable event, has been updated to: malfunction. As a result of this updated clinical review, patient code, has been updated to: no consequences or impact to patient (2199) - na.

Event description:
The customer contacted physio-control to report that they were able to deliver several shocks to a 56 year old male who was in cardiac arrest. The user attempted to print the code summary and the device shut itself off. The crew retrieved a backup device and continued treating the patient. There was an approximate delay of one minute. The patient was transported to a local hospital where he later expired. The customer is unsure if the reported event caused or contributed to the patient's outcome. The customer has stated that no further details about the patient are available.

Event description:
The customer contacted physio-control to report that they were able to deliver several shocks to a 56 year old male who was in cardiac arrest. The user attempted to print the code summary and the device shut itself off. The crew retrieved a backup device and continued treating the patient. There was an approximate delay of one minute. The patient was transported to a local hospital where he later expired. The customer is unsure if the reported event caused or contributed to the patient's outcome. The customer has stated that no further details about the patient are available.

Manufacturer narrative:
Outcomes attributed to the ae of the initial medwatch report was blank. Outcomes attributed to the ae of the initial medwatch report should be "death". Adverse event/product problem of the supplemental 001 medwatch report was "product problem". Adverse event/product problem of the supplemental 001 medwatch report should be "adverse event/product problem". Patient code of the supplemental 001 medwatch report was "no known impact or consequence to patient". Patient code of the supplemental 001 medwatch report should be "death".

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that they were able to deliver several shocks to a (B)(6) year old male who was in cardiac arrest. The user attempted to print the code summary and the device shut itself off. The crew retrieved a backup device and continued treating the patient. There was an approximate delay of one minute. The patient was transported to a local hospital where he later expired. The customer is unsure if the reported event caused or contributed to the patient's outcome. The customer has stated that no further details about the patient are available.